Event description:
PICC line placed in infant's antecubital area. Baby very irritable and arm board placed to provide support and to prevent dislodgement of the catheter. Nurse removed the arm board during the infant's bath and did not replace it. An hour later the nurse checked the catheter and it had broken. The rn noticed that the PICC line was broken off at the hub, and the catheter was not visible. The hub was attached to the infant's arm, but the catheter had disappeared. A chest xray showed that the catheter was curled inside the heart. Cardiac cath performed and catheter successfully removed from heart with problems. Infant is stable.